Event description:
Customer contacted immucor technical support (complaint #(B)(4)) that samples on the lifecodes hla-dqa1/b1 sso typing kit (628930), lot # 3004970 had discrepant results. Sample was resulting as dqb1*06:09:01:01 homozygous. It was subsequently identified that the sample was not homozygous but found to be dqb1 *06:09:01:01, *03:03:02:01. The customer was not following the product instructions for use (IFU). The customer was not using full volumes of reagents. The customer identified the issue because the obtained results did not fit with the hla-dr associations they should match. The customer repeated the testing with an alternate method (ssp) and discovered a hla-dq6, dq3 result rather than the hla-dq6 homozygote. The customer informed immucor that they performed an investigation to check for patient harm but have found no cause for patient harm. Customer is not following the IFU and was aware of potential risks involved in doing this.